Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before the intraocular lens (iol) stamp of the injector has pierced the lens. It was also reported that the lens stuck in the shooter, despite ovd and was pierced by the stamp of the shooter, all while handing it to the surgeon. Additional information has been received and stated that the surgery duration has not increased significantly. A backup iol was used. There was no patient contact and no impact to the patient reported.